Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was on average in the low 200 md/dl range. The exact value was not provided. As the contact did not have the pump when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.